Manufacturer narrative:
D9: date returned to mfg 10/15/2024. One device was returned for analysis. Review of the event history log (ehl) showed a downstream occlusion alarm. Functional and visual tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, preventive maintenance was performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed occlusion test. The product fault occurred during testing. There was no patient involvement.